Event description:
It was reported to olympus, that the evis exera iii colonovideoscope was not reprocessed correctly. It was noted that the customer did not complete the aspiration step. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was noted that tac performed a scope reprocessing in-service for the staff. Tac covered infection control information referenced in the user manual and reprocessing manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the phenomenon may have occurred due to the user understanding differing from olympus recommendation in device handling and/or reprocessing steps. However, a definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with below IFU. IFU includes the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.